Event description:
Caller reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level exceeded 500 mg/dl. Elevated bg was addressed by correction bolus via pump and manual insulin injection. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin therapy.